Manufacturer narrative:
The other adverse events questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. The following potential causes have been ruled out: implanting the device off-label, implanting the device too close to the targeted nerve, migration, inadvertently puncturing bone or tissue during the procedure, not prepping the surface of the skin with an antiseptic solution, improperly closing the surgical site, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics pre-operatively. However, the patient bumped into something which caused redness around the receiver site and a possible infection. Additionally, the patient is a poor candidate as they have a history of diabetes. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to implant (patient fall, accident) as the patient bumped into something which caused redness around the receiver site and a possible infection (user error-patient). Additionally, the patient is a poor candidate due to health, weight, age, or mental capacity as the patient has diabetes (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issues rates remain acceptably low; thus, a CAPA is not required. Other adverse events issues rates will continue to be tracked and trended.

Event description:
The patient reported redness and a possible infection at the receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2026. No further issues have been reported.